Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose was normal and did not require medical treatment. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The device was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).